Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6) full event site telephone number is (B)(6) a supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that during preuse check cardiosave intra aortic balloon pump (iabp) failed to power up even after pressing the power button. There was no injury and no patient involved.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1 (event site telephone) due to character limitation in block e1: event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after replacing the power management board the device could be powered on. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing department received the following part associated with this complaint: power management board. This part was received with a reported unit failure message of device cannot be powered on and off, burnt mark on board. The failure analysis and testing dept. Performed a visual inspection and found saline and burnt mark on board. Please see attached picture. This probable cause of device cannot be powered on or off. Due to saline and burnt mark on board, the fat dept, cannot be investigated this board with cardiosave test fixture. It might damage cardiosave test fixture. The fat dept, verified the failure message of burnt mark on board. Retaining power management board in the fat dept. Per procedure. Due to saline and burnt mark on board, this board is not going to supplier for further investigation per procedure.

Event description:
N/a.